Event description:
It was reported that the whole implantable cardioverter defibrillator system, including the atrial, right ventricular and left ventricular leads were explanted due to the infection. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.